Event description:
It was reported that the tip detached. An 8.0mmx60mmx80cm sterling balloon was selected for a shunt procedure in the upper leg. During the procedure, the balloon was damaged during dilatation and the tip of the device detached. There were no reported patient complications. It was further reported that when dilating the balloon, it suddenly burst. The balloon pressure was 13 millibars when it burst. Radiograph showed that a torn part of the balloon remained in the vessel. The physician was able to retrieve the detached piece of the balloon with a snare catheter. After removing the balloon, it was noted that the balloon had been torn circularly 5mm in front of the tip. There were no patient complications reported and the patient was discharged after the procedure.

Event description:
It was reported that the tip detached. An 8.0mmx60mmx80cm sterling balloon was selected for a shunt procedure in the upper leg. During the procedure, the balloon was damaged during dilatation and the tip of the device detached. There were no reported patient complications. It was further reported that when dilating the balloon, it suddenly burst. The balloon pressure was 13 millibars when it burst. Radiograph showed that a torn part of the balloon remained in the vessel. The physician was able to retrieve the detached piece of the balloon with a snare catheter. After removing the balloon, it was noted that the balloon had been torn circularly 5mm in front of the tip. There were no patient complications reported and the patient was discharged after the procedure. It was further reported that the balloon was inflated to 13 atmospheres not 13 millibars when the balloon burst.

Event description:
It was reported that the tip detached. An 8.0mmx60mmx80cm sterling balloon was selected for a shunt procedure in the upper leg. During the procedure, the balloon was damaged during dilatation and the tip of the device detached. There were no reported patient complications.